Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, yellow particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of seroma - late, necrosis, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; ¿breasts appear swollen¿, ¿fluid formation up to 1 cm wide around the left breast implant, accentuated in the lower breast section¿; ¿numerous foreign-body giant cells¿, ¿granulation tissue [and] scar tissue with foreign-body type granulation tissue¿; ¿some necrotic material¿, ¿fatty tissue necrosis."

Event description:
Patient reported swelling in the breast and pain. Patient is worried if this is the implant which could cause cancer. The patient underwent an ultrasound which confirmed the left side device was ruptured and fluid was present. Diagnostic reports state: ruptured device, strong capsular contracture, baker grade unknown, and scar tissue with granulation tissue of the foreign body. Healthcare professional further reported ¿double capsulation¿, ¿intense pain¿, ¿intermittent swelling and reddening¿, ¿breasts appear swollen¿, ¿fluid formation up to 1 cm wide around the left breast implant, accentuated in the lower breast section¿, ¿numerous foreign-body giant cells¿, ¿granulation tissue [and] scar tissue with foreign-body type granulation tissue¿, and ¿some necrotic material¿, ¿fatty tissue necrosis¿. Additionally reported was that the ¿patient also feels languorous and exhausted¿ which has been deemed not related to the device. Affected side is left. The device has been explanted.

Event description:
Patient reported swelling in the breast and pain. Patient is worried if this is the implant which could cause cancer. The patient underwent an ultrasound which confirmed the left side device was ruptured and fluid was present. Diagnostic reports state: ruptured device, strong capsular contracture, baker grade unknown, and scar tissue with granulation tissue of the foreign body. Healthcare professional further reported ¿double capsulation¿, ¿intense pain¿, ¿intermittent swelling and reddening¿, ¿breasts appear swollen¿, ¿fluid formation up to 1 cm wide around the left breast implant, accentuated in the lower breast section¿, ¿numerous foreign-body giant cells¿, ¿granulation tissue [and] scar tissue with foreign-body type granulation tissue¿, and ¿some necrotic material¿, ¿fatty tissue necrosis¿. Additionally reported was that the ¿patient also feels languorous and exhausted¿ which has been deemed not related to the device. Affected side is left. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.